Event description:
The customer reported that the system intermittently goes to max technique, and there was no image on the left monitor.

Manufacturer narrative:
(B) (4). The ge service rep removed and replaced the x-ray tube, high voltage generator tank, backplane and igbt snubber assembly. He performed a generator calibration and performed a filament calibration using utility suite. The system operates as intended. (B) (4) 06/17/2009.

Manufacturer narrative:
(B) (4). The ge service rep removed and replaced the x-ray tube, high voltage generator tank, backplane and igbt snubber assembly. He performed a generator calibration and performed a filament calibration using utility suite. The system operates as intended. (B) (4) 06/17/2009.